Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The alarm was cleared and insulin delivery was resumed. The customer's blood glucose level was over 200 mg/dl and was stable when tandem technical support was contacted. As the customer was not receiving an alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.